Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123755/7123752.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure where all devices were removed. The explanted device will not be return as it was disposed per policy.